Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis found the instrument had thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was found to have melted plastic at the tip. There was no report of patient involvement.